Manufacturer narrative:
B4: (B)(6) 2021. The customer requested to cancel the service request. No further information could be obtained after multiple attempts were made.

Manufacturer narrative:
An attempt was made to calibrate the touch screen but is unsuccessful. The touch panel is changed, and correct operation is checked. Failure investigation was performed, physical damaged resulted in the cracked glass on the screen.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the touch screen does not work and does not calibrate the touch. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer was provided with a quotation for onsite service and evaluation and is pending acceptance.